Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 41786. The event occurred upon power on.

Manufacturer narrative:
Received one device. During visual inspection it was confirmed that the error with battery coin. The complaint was upheld. The battery coin was replaced with a new one. Performance verification test was perform. Device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.